Event description:
Caller reported an incident of hypoglycemia requiring hospitalization at a time when the mobile system gave a blood glucose result 5.8 mmol/l. An ambulance was called. An unspecified time later, emergency doctor had a result of 3.4 mmol/l, treated the customer with unspecified glucose. The customer was admitted to the hospital. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).